Manufacturer narrative:
One ca15l1 was received for evaluation. Visual inspection of the product found the antenna shaft was broken and the tip separated from the shaft. The antenna did not appear melted. The tip breakage is consistent with the user exceeding the shaft bend radius limit. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported they planned to ablate for 10 minutes on 100 watts. After five minutes the machine stopped. When the doctor removed the needle it appeared melted and they could see the cooper wire only. Immediately the doctor took the patient to the CT room and there he found that the tip of the needle was in the liver. The doctor consulted with the surgeons and they decided to leave the tip in the liver and put the patient on observation for two days. The procedure was not completed.

Manufacturer narrative:
Although we did not receive the actual device for evaluation, photos of the incident device were received. Investigation of the photo found the antenna shaft broken and the tip separated from the shaft. This break is consistent with the user exceeding the shaft bend radius limit. The device did not appear to be melted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported they planned to ablate for 10 minutes on 100 watts. After five minutes the machine stopped. When the doctor removed the needle it appeared melted and they could see the cooper wire only. Immediately the doctor took the patient to the CT room and there he found that the tip of the needle was in the liver. The doctor consulted with the surgeons and they decided to leave the tip in the liver and put the patient on observation for two days. The procedure was not completed.